Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned, analyzed, and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. (B)(4).

Event description:
It was reported that the device had reached recommended replacement time (rrt) prematurely. It was noted that the device also tripped rrt due to deltav ramware and high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.